Event description:
Healthcare professional reported "contracture" and "rupture", later reported " event for the right side is rupture". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Cont e1 phone number- (B)(6).

Event description:
Healthcare professional reported "contracture" and "rupture", later reported " event for the right side is rupture". This record is for the right side. Device was explanted.